Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03july2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse also found the unit had pressure out of specification and error code of power on reset. Fse replaced the battery to resolve the reported issue and calibrated the system to correct the pressure.

Event description:
Customer contacted technical support stating that unit alarms upon power up. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.